Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the patient's implantable neurostimulator (ins) was replaced due to a depleted battery. The patient stated it was "the third time he's had it replaced" and that "the battery only lasted about a year". The patient stated he "did have some overdischarge situations." The patient requested analysis of his last ins. As of this report, none of the patient's devices had been returned for analysis. Additional information has been requested, a follow-up will be sent if additional information becomes available.